Event description:
It was reported that a "call you doctor" icon was seen by the patient. A power on reset condition was also reported. It was noted that this was the first time the patient had seen this message. In addition, loss of therapeutic effect was reported. Stimulation could no longer be felt. The last time stimulation could be felt was unknown. It was stated that the patient's symptoms had returned and that they were going to the bathroom more. It was unknown when the symptoms returned. Follow up information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was later reported the battery was at end of life. It was also noted battery depletion was normal. Replacement would occur the day of report. Follow up reported the patient had the battery replaced. Later follow up reported the representative was not able to communicate with the patient's device due to the device being at end of service (eos). The patient was doing well after replacement and was receiving effective therapy.

Manufacturer narrative:
Product ID, 3889-28 lot# v109711, implanted: 2008 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).